Event description:
A malfunction alarm was reported on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information, assisted in resetting the pump, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue recurred.